Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area the insulation was found rubbed through. This damage can be considered as the root cause of oversensing which led to shock delivery as mentioned in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
(B)(4) - after an implantation period of 17 months oversensing resulting in inappropriate shocks was reported. The lead was explanted and replaced. Apart from the shocks no adverse patient side effects have been reported. Patient is female born in 1953.